Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found that the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured and was within specifications. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, right atrial (ra) lead dislodgement was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.